Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.a lot history review (lhr) of reez3407 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(4).

Event description:
It was reported tip failure. Additional information: it was reported the problem is that it is very difficult to insert the catheter, it bends the mouthpiece inwards and in the end it does not click and it comes loose.